Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the device failed steps during testing. The device's sys board was replaced to address the issues.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of the device malfunction. The device was not in pt use.